Manufacturer narrative:
Follow-up #1: date of submission 12-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: review of the black box data revealed unexplained power on reset event recorded. The returned battery cap was intact and measured to be within the required specifications. The battery cap secured to the pump properly for investigation. The pump was powered on and exercised for 24 hours without any interruption in power. Investigation did not duplicate the intermittent power complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.